Manufacturer narrative:
Evaluation: method: lot order search. Results: a lot order search was performed and there were no similar complaints found.

Event description:
It was reported that a competitor's lens was loaded into the cartridge and was damaged. The reporter believes the incident was caused by a mechanism on the cartridge. There was no patient contact.